Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was not able to duplicate the initial event; the ventilator was returned to use. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator was inoperable. Although requested, patient involvement information was not provided by the customer.